Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. Visual inspection showed that the seal rocker switch, saline bag hook, screws at umbilical connector and top lid hinge were missing. The casters and top lid were loose and the foam spar gasket and four white rollers were damaged and/or worn. The cold well and chamber tubing were dirty. Additionally, saline had spilled on the pump raceway and had leaked down inside the system case. The review of the event log showed thirteen tcmid: 02 (cooling engine danfoss error) messages. The console failed functionally testing. Further investigation showed that the danfoss controller and pic-hsg were leaking and the cooling engine (ce) was degraded due to aging. In summary, the reported complaint of thermogard displaying error message tcmid: 02 was confirmed during event log review and was attributed to a worn cooling engine causing the feedback communication to be out of specification. Pic-hsg, module danfoss controller and other missing or damaged parts were replaced. Additionally, the dirt in the cold well, chamber tubing and spilled saline in the pump raceway-system case was cleaned. The console was functionally tested and passed all final testing criteria.

Manufacturer narrative:
The zoll console in complaint was returned to zoll on 04/21/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During device system test by the biomed this thermogard xp ivtm console (s/n (B)(4)) intermittently displayed a tcm ID: 02 (ce danfoss error) error. No patient involved with this event. No additional information was provided.